Manufacturer narrative:
S/w version 5.3a. Retainer ring = black. Pump case = ngp. The patient returned the pump for an alleged under delivery anomaly, blank display, no delivery alarm, and high bg observed on (B)(6) 2023. Note: coded for over delivery but patient is reporting high bg/under delivery anomaly. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test, and self test. No blank display noted during boot up. No unexpected insulin flow blocked alarms noted during testing. Successfully utilized thump/carelink to download history/trace files. The following boluses were delivered on event date: daily total of bolus insulin delivered: 2.6 u. Total of bolus wizard insulin delivered as food only bolus: 0.8 u. Total of bolus wizard insulin delivered as correction only bolus: 0.7 u. Total of bolus wizard food correction insulin delivered: 1.1 u. No power alarms/alerts noted in downloaded history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Pump passes function testing. Unable to verify customer alleged for high bg. Possible over/under delivery anomaly not confirmed. No blank display noted during boot up, blank display not confirmed. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value was  317 mg/dl at the time of the event and was treated with a manual injection. The customer reported that the insulin pump was not working and no insulin coming out from the infusion set. The current blood glucose value was unknown. The customer reported no symptoms related to high blood glucose. Troubleshooting was performed and the customer loaded the reservoir back into the insulin pump and delivered 1 unit of bolus, there was no insulin that comes out. It is unknown whether the customer will continue to use the device or not. The device will be returned for product analysis.